Manufacturer narrative:
While it is unknown if the visco gel used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803.

Event description:
In this event, it was reported that a patient experienced discomfort the day following placement of visco-gel. The patient returned to the office two days after placement with inflammation in the area of the material; cortisone was administered as a result.